Event description:
Additional information reported the patient still had pain even when the health care provider tried to increase medication. It was noted that the medication was no longer getting through the pump due to the discovery of granuloma. It was stated the pain was in the low back, into the legs, lower thoracic region and all the way down. It was noted the patient had an MRI done every 3 months for 1 year as they were watching the granuloma dissipate. It was noted the granuloma had gone away, but was now coming back. It was noted this was noticed on a (B)(6) 2013 MRI. It was stated the manufacturer representative told the patient they had come up with a solution to not get the medications continuously throughout the day but to use a bolus when they needed it. The pump was used to deliver fentanyl, clonidine, bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that they had to "reposition the pump". The physician told the patient's husband that everything went well and the medication "goes up but is not making a full return but that should work itself out". They tried the pump a second time and the patient developed another granuloma which was found on (B)(6) 2013 (see manufacturer's report # 3004209178-2014-05050 for the second granuloma).

Event description:
It was reported that the patient on (B)(6) 2012, the health care provider determined that there was an issue with the catheter, it was imbedded into spinal cord and there was a calcification at the tip of the catheter. Pt had been getting some pain relief from the medication but they did not know how much medication she had been receiving. Pt was scheduled to see neurosurgeon on around (B)(6) to determine best course of action. Additional information was reported that the health care provider stopped putting medication into the device last year in february since the patient had granuloma, and they left saline in the device to see if the granuloma would dissolved. The patient stated it did go away. Additional information had been requested but was not available at the time of this report.